Manufacturer narrative:
(B)(4)

Event description:
An incident was reported in the intensive care unit involving a 12cm arterial catheter inserted via the right femoral artery on (B)(6) 2026, which became positional approximately 50 hours after insertion, resulting in unreliable invasive arterial blood pressure monitoring in a female patient receiving norepinephrine at 1 mg/hr. ICU staff performed troubleshooting measures including checking connections, the pressure transducer, and pressure bag; flushing the catheter twice with 10ml normal saline; repeated zeroing; confirming no kinking or signs of infection; applying a transparent dressing for visualization of the insertion site; repositioning the patient's right leg; and applying pressure at the insertion site; however, the issue persisted, requiring transition to frequent non-invasive blood pressure (nibp) monitoring. The catheter was removed on 22apr2026 after 7 days and replaced with another device. There were no reports of patient injury, harm, or adverse health consequences, no additional medical intervention was required, and the patient was reported as "fine" and discharged from the ward.